Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump cannot pass the self test. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification, and passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was received with the vibrator alert functioning properly. No vibrator anomaly was noted. The pump had minor scratches on the lcd window.